Manufacturer narrative:
The insulin pump alarmed an error followed by other alarms constantly due to a cold solder joint on the motherboard. The unit was received with cracked battery at tube threads and a minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed an error during normal device use. The caller did not know the blood glucose reading. Advised replacement of the insulin pump. Nothing further reported.